Event description:
The patient used the glucose meter to check their blood glucose and obtained a result of 453 mg/dl. Patient dosed extra insulin based upon the result and did not eat. Family member found patient semi-unconscious in a chair and tried to arouse patient and make patient drink juice. Patient was uncooperative so family member called 911. When the paramedics arrived they tested patient glucose at 30 mg/dl with their meter. Patient was then treated with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.